Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the emergency room with inconsistent capture. A review of the stored data noted pacing pauses of ten seconds. The patient reported previous syncopal episodes. A boston scientific sales representative evaluated the patient and confirmed consistent capture. Additionally, threshold and impedance measurements were stable and no noise was observed. The physician suspects the clinical observations could be related to patient medications. They will continue to monitor the patient. No adverse patient effects were reported.